Event description:
It was reported that a patient presented to clinic for follow up. The patient atrial lead exhibited noise over sensing resulting in mode switch. The atrial lead sensitivity was reprogrammed temporarily. Next, the atrial lead was capped and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
B5 was updated to include programming change performed prior to atrial lead revision procedure.

Event description:
It was reported that a patient presented to clinic for follow up. The patient atrial lead exhibited noise over sensing resulting in mode switch. The atrial lead was capped and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.